Manufacturer narrative:
Complete initial reporter - (B)(6). Event site postal code - (B)(6). Event site telephone - (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted using another manufacturer's 8fr sheath. Shortly after insertion, a catheter restriction alarm was generated. The iab was manipulated and possibly kinked forcefully. A fiber optic sensor failure alarm was then generated. The customer changed to manual pressure bag pressure monitoring. The patient transferred to theatre for bypass surgery, and then to ICU. Augmentation was sub optimal in ICU. On (B)(6) 2024, after 6 hours of being in the ICU, the iab was removed after a total of 13 hours in use. On (B)(6) 2024, the ICU equipment nurse tested the iab on 3 different cardiosaves pumps - and it was inflating without any issues or alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).